Event description:
Customer reported receiving a result of 203 mg/dl on their precision xtra blood glucose meter. Customer then increased their insulin dosage based on this result. He later began to experience symptoms of hypoglycemia, and ultimately reported losing consciousness. Customer awoke and ate a candy bar, bananas, and peanut butter in order to stabilize glucose levels.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.